Manufacturer narrative:
D.2. There were multiple medical device types - each additional type: nqx, njr, ozn g.5. There were multiple PMA/510k numbers: k111860, k120138, k130470 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 8: it was reported that during use of the bd max¿ system, bd max¿ instrument, there was a false positive clostridium difficile patient result. Sample was repeated on genexpert and obtained a negative result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for c. Diff. Bd service and quality analysis of customer run files revealed evidence of bubbles present in the pcr cartridge which indicates potential functional issues with 2 of the pipettor pumps. A part replacement was provided to the customer. No further intervention nor actions were taken by bd service as the quote was not accepted by the customer. This complaint is confirmed by bd quality. The root cause of the issue was unable to be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
Report 3 of 8: it was reported that during use of the bd max¿ system, bd max¿ instrument, there was a false positive clostridium difficile patient result. Sample was repeated on genexpert and obtained a negative result. There was no report of patient impact.